Manufacturer narrative:
Consumer states they experienced a broken tooth. The serial number of the toothbrush handle was not provided. Complaint received from the (B)(6). Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer called stating that their tooth broke off when using the diamond clean power toothbrush. No medical attention was sought.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. Consumer has not responded to multiple contact attempts.